Manufacturer narrative:
Radiometer is currently investigating if the affected device is available for evaluation or has been discarded by the customer. Radiometer originally sent this report on the date stated in date of the report, but due to an unknown error, the report was not received by (B)(4). This is a resubmission of the original report, as agreed with (B)(4).

Event description:
According to the complaint, the customer followed procedures trained from radiometer to collect a sample and dispell air. After sample was contained it was seen that the blood from the tipcap leaked out around the seal shortly after dispelling air. Blood dripped out on the floor and customer clothing when leaking and not noticed right away. No blood came in contact with the user's skin or mucous membranes, and no treatment was required.

Manufacturer narrative:
In follow-up report #3 the date was incorrectly stated as 02/04/2017. The correct date was 02/03/2017.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is (B)(6) 2016.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.